Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned product revealed that the core wire was severed at approximately 170mm form the distal tip. Also, at 38mm from the distal tip, it was observed that the wire was bent into a loop and at 144mm from the distal tip, a 70° kink was observed. The proximal portion of the wire was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that tip detachment occurred. A 190cm hornet 14 guidewire was selected for use and noted to be broken during the procedure while inside the patient. The tip was "collapsed" and was completely removed from the patient. There were no patient complications and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. A 190cm hornet 14 guidewire was selected for use and noted to be broken during the procedure while inside the patient. The tip was "collapsed" and was completely removed from the patient. There were no patient complications and the patient's status was stable.